Event description:
During cardiomems implant procedure, the physician was unable to advance the pulmonary artery catheter through the right ventricle in to the pulmonary artery. The physician attempted two other guidewires as well as a second diagnostic catheter but was still unable to advance to the pulmonary artery. The patient began to experience frequent, prolonged runs of ventricular tachycardia coupled with hypotension and the case was aborted. The physician reported the cause of the advancement difficulty was likely due to a large right atrium and right ventricle coupled with severe tricuspid regurgitation. The physician stated the cause of hypotension was tachycardia and medication (versed/fentanyl) and the cause of the ventricular tachycardia was the pulmonary catheter in the ventricle. The tachycardia/hypotension was resolved by removing the catheter and discontinuing procedure. The cardiomems delivery system was not inserted in to the patient at any time. The patient was discharged post procedure and is currently stable. There will not be a second implant attempt.

Manufacturer narrative:
The reported issue was investigated but cannot be confirmed at this time as the root cause was inconclusive. There was no device involvement as the cardiomems sensor delivery system was not opened or inserted.